Event description:
It was reported that a loss of vaporization efficiency and side and front energy firing were observed at 170,000 joules during the photovaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.